Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(6) 2016. The fse began to run qc and noticed the tubing on the probe was not attached properly causing air in the lines. He reattached the tubing and all qc passed.. The repairs were verified per established service procedures. Bec internal identifier for this report is (B)(6).

Event description:
The customer stated that there were (B)(6) urine bilirubin and (B)(6) blood results on control sample run on the ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.